Manufacturer narrative:
H11: h2: h6: health effect - clinical and impact code. H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, instruction for use review and risk management review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A clinical evaluation states that the images and documents/referenced in the article have been interpreted within the text. Therefore, further interpretation of the provided images is not required. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for evaluation.

Event description:
It was reported that on literature review complications associated with fast-fix all-inside meniscal repair, 1 patient had persisting pain and clicking noises on the left knee after a acl procedure using three fast fix-360 devices. Local and corticosteroid injections were given to the patient but the complications persisted. After that the events were treated with a revision surgery where it was found that the fast-fix anchor migrated from the initial position, the foreign object was removed. A white-white tear was also found in the area where the anchor had pulled out and it was treated with a partial meniscectomy. After the revision, the patient noticed an immediate resolution of the left knee pain. No further information is available.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. Article: rauck, r. C., jain, s., & flanigan, d. C. (2015). Complications associated with fast-fix all-inside meniscal repair: a report of two cases. Jbjs case connector, 5(3), e62. Paper: complications associated with fast-fix all-inside meniscal repair.